Manufacturer narrative:
As received, the device was above elective replacement indicator and in backup mode. The reported event of shortage output stage detection (sosd) was confirmed to have been detected in the field from the device image. Low high voltage lead impedance (hvlic) was initially seen on the bench and is consistent with sosd. During analysis, the low hvlic was lost, and testing found the device to function normally. The root cause of the reset and sosd could not be determined. During analysis, the device was observed to be in backup mode which was unrelated to the reported. The cause of the reset was found to be due to the device¿s integrated circuits being out be out of sync, but the root cause remains undetermined.

Event description:
Additional information received confirmed the device was replaced.

Event description:
During a follow-up in clinic, a true shorted output stage detection was noted on the device. The device charged for therapy during a capacitor maintenance charge. Technical support was contacted and the device was explanted. The patient was stable.